Event description:
It was reported that in 2001, the doctor stated that he could see a crack in the fiber under visualization when it was used with a flexible ureteroscope. A popping noise was heard and then the fiber tip broke off. The tip was subsequently retrieved from the patient with no patient injury.